Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 24-mar-2013, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 24-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's back hurt. At the time of the report it had been 4 day since the "pain-spree" first started. The patient was struggling to move. They had toggled with the device, turning it on/off and increasing/decreasing the stimulation intensity, but nothing was helping. The patient lost the number of their local manufacturer representative (rep). Patient services replied to the patient's email and redirected them to their managing healthcare provider (hcp) to address the issue and facilitate scheduling an appointment with a rep. Additional information was reported that the circumstances that led to the patient's back hurting and struggling to move was due to the patient falling. The patient just can't seem to get their device to resolve their back pain like it used too. The patient had an x-ray taken on (B)(6) 2020, and the doctor was going to compare the x-ray with the last surgery to see if the leads moved. The issue has not been resolved at this time. Additional information received from the patient indicated that they had an ex-ray completed that showed their leads have moved and are no longer in position to provide pain relief. They stated that their doctor¿s office is seeking a revision through insurance channels.

Manufacturer narrative:
Supplemental report 3004209178-2020-16386 created in error. B5 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they take pain pills and have trigger point injections to resolve the issue. They stated that their pain is in both legs, hips, and lower back. They are meeting with their healthcare provider on (B)(6) 2020.